Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. It was not reported if the patient was hospitalized. The cause of the event and treatment details was not reported. On an unreported date, the patient passed away. The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. Twenty seven days prior to the receipt of this report, dianeal therapy was discontinued; however, as the date of death was not reported, it is unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.